Event description:
The user facility reported that the machine alarmed for a blood leak and the test strip was positive for blood. The leak was internal. The blood flow rate was 450; the dialysate flow rate was 600. The estimated blood loss was 200-225 ml. There was no adverse impact to the patient.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.